Event description:
As reported by the field specialist, during a transaxillary/subclavian transcatheter aortic valve replacement (tavr) procedure of a 26mm sapien 3 ultra valve, the commander delivery system was noted to have blood in the inflation device prior to inflating the valve. This is an indication that the balloon likely was exhibiting a leak. It was noted that the balloon was damaged due to tortuosity in the subclavian. The entire system was withdrawn from the patient and a new valve and delivery system was prepped. The second valve was implanted successfully. There was no reported patient injury, and the patient was stable at the end of the procedure.

Manufacturer narrative:
The investigation is ongoing. Was discarded.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for review. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for balloon leak was unable to be confirmed. A manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. As reported, "additional information received indicated that there was tortuosity in the subclavian that likely damaged the balloon." In this case, it is possible that during the advancement of the delivery system through the tortuous anatomy or within the process of valve alignment in a non-straight section of the anatomy, the valve may have negatively interacted with the balloon leading to the reported leakage. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.